Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed one opening assessed as surgical damage like. Valve leak and/or damage: delamination on the diaphragm valve assessed as adhesive failure. And one opening cracked valve seat diaphragm valve. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "deflation". Healthcare professional later reported "hole in valve". This record is for the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted, not replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.